Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with deep vein thrombosis and intracerebral hemorrhage had a vena cava filter deployed. Approximately four months post filter deployment, during scheduled filter retrieval, a wire would not pass beyond the filter. A venacavagram was obtained and contrast did not reflux beyond the filter and the filter was tapered in caliber compared to the deployment cavogram. No attempts were made to retrieve the filter. The physician concluded that there was probable ivc thrombosis associated with the filter and development of large collaterals. The patient was asymptomatic. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four months post filter deployment, during a scheduled filter retrieval procedure, a wire could not pass beyond the filter in the ivc. No attempt was made to retrieve the filter as it was believed there was thrombosis below the filter. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties as no attempt was made due to patient condition. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and intracerebral hemorrhage. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous procedure. There was no reported patient injury.